Event description:
User reports discrepant bicarbonate results when repeated on another analyzer. Two pt examples provided: pt 1, initial result 43 mmol/l; repeat 31 mmol/l. Initial results not reported. The field svc rep determined worn rinse nozzle tubing to be the cause and replaced the tubing. Performance tests performed which were within specifications.

Event description:
User reports discrepant bicarbonate results when repeated on another analyzer. Two pt examples provided: pt 2, initial result 34 mmol/l; repeat 25 mmol/l. Initial results not reported. The field svc rep determined worn rinse nozzle tubing to be the cause and replaced the tubing. Performance tests performed which were within specification.